Manufacturer narrative:
Based on the claim against the product by the customer noting the recoverable faults, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the usm to resolve the reported issue. Isi did receive a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and the reported issue was confirmed and reproduced. The usm was placed on an in-house system and passed normal mode. The usm passed all testing except for the parallelogram fiber cable test. The parallelogram fiber cable was replaced with a new one and the error went away. The parallelogram assembly will be replaced as a fix.. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed error 32097 on the usm 3 related to the reported complaint. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the usm had recoverable errors. The fse confirmed the customer reported complaint, and replaced the usm to bring the system to an acceptable state. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci assisted hysterectomy surgical procedure, the system had repeated recoverable faults. The customer recovered the fault, but the error returned shortly after. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and noted error 32097 on the universal surgical manipulator 3 (usm 3). The tse recommended to reboot, but the customer continued recovering the fault and planned to reboot in between procedures. The procedure was completed with no reports of patient injury. Follow-up has been performed to request additional information related to the event. No further details have been received as of the date of this report.